Event description:
The tps handpiece cord was tested during routine servicing. Upon evaluation, it displayed a bias current message when connected to the console, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon visual inspection a worn wedge was found on the cable.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
The tps handpiece cord was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.